Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon "error code b40" occurred as a result of a defective printed circuit (cm) board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the visera elite video system center displayed a b40 error message. The customer noted the device was unusable. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and a b40 error message was displayed due to a faulty printed circuit board. This event is under investigation. A supplemental report will be submitted upon receiving additional information.